Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged difficulty breathing, sleeplessness. There was no report of serious or permanent patient harm or injury. The manufacturer investigation is ongoing. If any additional information is received, a follow-up report will be filed.